Event description:
Customer reported a communication failed error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the sbc. System operates as intended.